Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a patient was not linked in pyxis. The customer stated that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device bd pyxis¿ medstation¿ es used in this incident, it was determined that the patient was not linked in pyxis. A technical support specialist dialed into the server, accessed ssms and ran a site down query, confirming the cce xml was current, checked the sync information in the settings, and reviewed the datasync debug logs through rss, and confirming that the client data uploader successfully.